Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the atw35 was fired across the mesoappendix and appendicular artery. Excessive bleeding was encountered. 6/22/1998 an er320 was pulled to complete the case and stop the bleeding.there was no consequence to the patient.